Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that it was unknown what caused the infection. No further information can be obtained.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent an ipg explant procedure.